Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during air aspiration (device preparation) of the 4 x 40 mm armada 35 balloon dilatation catheter (bdc), when negative pressure was applied, air was noted. The bdc was not used in the patient and there was no patient involvement. A new armada 35 was used to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was retuned and analysis confirmed the reported leak at the base of the strain relief tubing. The lot history record was reviewed and identified no exceptions related to this lot for inflation issues or leaks. The complaint history for this lot was reviewed and identified no similar incidents. Based on an expanded evaluation, it was possible that the inflation issue may be related to manufacturing. Manufacturing was notified and corrective actions (if any) will be processed per internal operating procedures. This issue will continue to be monitored.